Event description:
It was reported that the patients condition had recently deteriorated and he complained of shortness of breath and fatigue. The patient had been enrolled in a study, but he was randomized to have the lv lead off. During the follow-up, x-ray revealed externalized conductors. The lead was explanted and replaced. The patient was also given an new ICD with lv lead programmed on. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.